Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a damaged charged coupled device unit. In addition to this, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; switch#1 was damaged and scratched; the bending section could not be fixed firmly due to damage on the forceps elevator lever; and there were scratches on the grip, the upward/downward plate, the light guide connector, the video connector case, and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost a year since the subject device was manufactured. Based on the results of the investigation, the image did not appear on the device most likely due to a damaged image sensor unit, or breakage of the mounting components of the electric board. These were likely as a result of the stress, external factors, or handling. However, the root cause of the events could not be determined. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that an image did not appear on the flex deflectable videoscope during preparation for use inspection. There was no report of patient harm.